Event description:
A facility reported that the mayfield composite series skull clamp (a3059) slipped and patient injury occurred. No information on nature of injury or surgical delay has been provided. However, additional information has been requested.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit was unable to duplicate slippage. The clamp lock has a little up and down movement in the unlocked position; however, when the clamp is properly positioned and put under pressure, it will not move. Unrelated to the complaint issue, the unit has not been serviced in over a year, and it is recommended that it receive at least a preventive maintenance (pm) service. To resolve the pm issue, all worn components will be replaced with new parts, and general cleaning and maintenance will be performed. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.